Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
The lead was returned with no reported complaint. Failure event observed during analysis. As received, a partial lead was returned in two pieces. Visual inspection found an external insulation abrasion breaching the outer insulation proximal to the suture sleeve tie marks consistent with friction to device can. All other damage noted is consistent with procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts.